Manufacturer narrative:
Corrected data - g1: manufacturing site and address.

Event description:
On (B)(6) 2020, this patient presented to the hospital with a ruptured 10 cm abdominal aortic aneurysm. The patient had a 90° proximal aortic neck. A gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component was implanted successfully along with the limbs on the left side. An extension was needed on the right side. The c-arm in the room used for imaging overheated, so another c-arm was brought in the operating room. However, that c-arm was an older unit, and had poor image quality. Therefore, the contralateral leg was deployed in the incorrect position and was deployed 4 cm lower than intended and unintentionally covered the right hypogastric artery. As the left hypogastric artery had good perfusion, the physician decided to leave it as is. The patient was left in ICU to recover for 6 hours, but as he was being transferred to the recovery floor, he coded. After his vitals were recovered he was taken back into the catheter lab, where imaging showed that the trunk-ipsilateral leg had lost proximal aortic seal and was now 3 cm below the lowest renal artery, and the contralateral leg in the right limb had also become dislodged and moved distally. Therefore, two aortic extender components were implanted to bridge the trunk-ipsilateral leg component and regain proximal aortic seal, and an additional contralateral leg was implanted on the right side to bridge the previously implanted contralateral leg and the trunk-ipsilateral leg component.